Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. The customer evaluated the device and the philip's product support engineer recommended that the customer replace the air flow sensor. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported low oxygen concentrations (23% when asking for 100%). There was no patient involvement reported. The event date was not specified; estimate used.